Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported osteosynthesis surgery was performed for a left proximal humerus fracture; a distal radius extra-articular plate, a washer, and a 3.5 cortical screw were used. The surgeon was aware the plate is not indicated for that anatomical area; however, he decided to use it anyway. He shaped it by bending it and placed it on the humerus, using the cortical screw to aid reduction. The surgery proceeded without major complications and was completed successfully without surgical delay. This report is for a distal radius extra-articular plate. This is report 1 of 1 for (B)(4).